Event description:
The customer reported that positive reactions with seraclone anti-d blend were only weak positive in the test method immediate spin. The customer stated that controls and patient samples were affected. One patient sample even showed a false negative reaction. The customer announced to send in a sample of the product seraclone anti-d blend. While our quality control laboratory was waiting for the complaint material and the patient sample that caused the false negative test result to arrive, the retention sample of the supposedly defective lot was tested for potency in parallel with a reference lot. Both reagent samples showed comparable results and met the minimum titer. Furthermore, the retention sample and the reference were tested with different samples for specificity. All positive and negative reactions were correct. We did not observe any false negative reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that positive reactions with seraclone anti-d blend were only weak positive in the test method immediate spin. The customer stated that controls and patient samples were affected. One patient sample even showed a false negative reaction. The customer announced to send in a sample of the product seraclone anti-d blend for investigational testing but did not return it nor the patient sample that had caused the false negative test result. Our quality control laboratory tested their retention sample of the supposedly defective lot for potency in parallel with a reference lot. Both reagent samples showed comparable results and met the minimum titer. Furthermore, the retention sample and the reference were tested with different samples for specificity. All positive and negative reactions were correct. We did not observe any false negative reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Based on the investigation the complaint was classified as undetermined. The complaint sample was not available for investigation and the retention sample reacted as expected. All acceptance criteria regarding specificity and potency were met. The patient sample in question which caused the false negative reaction was not provided. Nevertheless we referred the customer to the following section of the instruction for use (IFU): "if the immediate reaction with anti-d (rh1) blend is negative, a test for weak d or partial d may be performed. Very weak antigen expression may not be detected. There is no monoclonal anti-d reagent, which will detect all parts of the d antigen." Furthermore, we also pointed out that the cell buttons must dislodged gently after centrifugation. Otherwise, the agglutinates of weak positive reactions might be destroyed.

Manufacturer narrative:
This is our final report on this incident.